Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: (B)(4) implantable pulse generator 2012 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: (B)(4): the proximal segment of the lead was returned, analyzed no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient developed systemic infection following radiation and chemotherapy. The implantable pulse generator (ipg) and two leads were explanted as a result. The system was replaced 5 days later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.